Event description:
Reporter indicated via clinic notes received to the manufacturer that a vns patient had a history of sleep apnea and aspiration pneumonia. The reporter stated the sleep apnea was related to the patient's underlying seizure disorder and not the vns, and that the patient also has craniofacial abnormalities which contribute to the sleep apnea. However, attempts for information regarding the relationship of the aspiration pneumonia and the vns have been unsuccessful to date.